Manufacturer narrative:
The pump passed the displacement test and self-test. Pump was received with intermittent keypad buttons. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector j7 on the pcba 1, pcba 1, pcba 2 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Unable to download history files and traces using thus. Unable to verify stuck key alarm in the pump history files or traces due to unable to download. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked select button keypad overlay, missing display window cover and minor scratched lcd window. Intermittent keypad button response due to moisture damage on the keypad flex connector j7 on the pcba 1. Unable to download due to moisture damage electronic assembly. Moisture damage found on the pcba 1, pcba 2 and force sensor. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Troubleshooting indicated that pump requires replacement . No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.